Manufacturer narrative:
The patient is (B)(6). An event regarding fracture involving a triathlon 1/8¿ peg drill was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported device was not returned. -medical records received and evaluation: records were not provided for review. There is no indication the event is patient related. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been other events for the reported lot ID. Conclusions: the exact root cause of the reported fracture cannot be determined as the device was not returned for evaluation.

Event description:
The drill broke at the base of the threads in the femoral sizer. I pin was used instead.

Event description:
The drill broke at the base of the threads in the femoral sizer. I pin was used instead.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.